Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, it was noted that the right ventricular lead had insulation damage. The physician elected to repair the lead. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received noted the right ventricular (rv) lead presented with noise. No changes were reported. There were no patient consequences.